Event description:
Needlestick injury [accidental needle stick]. It is reported that a nurse was stung by an accident on a novopen 3 (insulin delivery device) needle since the needle went through the cover. Outcome of the event is reported as unknonw. Further information has been requested. It was reported that the needle handling was not according to recommended pratice but there is no other way to carry out the task. The reporter suggested that the device be looked at since the instructions and use go against recognized safe practice.